Event description:
The user facility reported that the device overheated during procedure. The device caused a second degree burn on the surgeon; no medical intervention was needed. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device overheated during procedure. The device caused a second degree burn on the surgeon; no medical intervention was needed. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.